Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump on 07/29/2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad is very worn and the buttons have been intermittently unresponsive for the past month. She noted that the ok keypad button requires harder presses to obtain a response, and seems to get stuck. She stated that the patient wears the pump in a case and does not clean the pump.